Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak of the bifurcated stent graft event is confirmed. The secondary endovascular procedure is unconfirmed. Procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: method remove code 3233. H6: conclusion remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm. Approximately five (5) years post initial procedure (the exact date of event was not provided), a sales representative of endologix was informed by a competitor (gore) sales representative that this patient was going to be have a re-intervention with non - endologix (gore) devices in early (B)(6) 2020 due to a reported type 3b endoleak. No further information was provided. Additional information has been requested.